Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer stated that she does not remember a lot about the hospital visit. The customer stated that she was sleeping that morning and woke up with a lot of chest pain. The customer called ems and for two days she did not get insulin. The doctor had to put a stint in her heart. The customer will send the pump back.